Event description:
It was reported that the pt was implanted with a cervical plate and screws. At unk time post op, the pt reportedly has been experiencing a recurring "allergic reaction" to her implants for the last six weeks. No other information is available at this time.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Although it is unk if this product contributed to the reported allergic reaction, we are filing this report for notification purposes.